Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event and underwent a device therapy upgrade procedure that had to be cancelled and rescheduled due to an attempted extraction of the existing leads. This right ventricular (rv) lead was exhibiting high capture thresholds. Therefore, during the rescheduled procedure, it was explanted and replaced with a new one. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event and underwent a device therapy upgrade procedure that had to be cancelled and rescheduled due to an attempted extraction of the existing leads. This right ventricular (rv) lead was exhibiting high capture thresholds. Therefore, during the rescheduled procedure, it was explanted and replaced with a new one. No additional adverse patient effects were reported. Further information from the field representative confirmed a clavicular crush, therefore, this device system was moved to the right side of the body.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker system experienced a syncopal event and underwent a device therapy upgrade procedure that had to be cancelled and rescheduled due to an attempted extraction of the existing leads. This right ventricular (rv) lead was exhibiting high capture thresholds. Therefore, during the rescheduled procedure, it was explanted and replaced with a new one. No additional adverse patient effects were reported. Further information from the field representative confirmed a clavicular crush, therefore, this device system was moved to the right side of the body. This lead has been received for analysis.